Manufacturer narrative:
Corrected data: brand name, model/UDI. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the device was returned with the end cap/screw gear snap fit connected. The handle of the delivery catheter system (dcs) appeared intact. The tip-retrieval mechanism appeared intact. The deployment knob appeared intact. The trigger appeared intact. The capsule could not be fully retracted due to the damage on the capsule. Damage was noted on the threading of the screw gear. There is evidence of damage to the capsule. The capsule reinforcement frame is separated, but held together by the polymer at the proximal end of the capsule. Several voids were observed over the nitinol reinforcing frame along the length of the capsule. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured three times due to positioning difficulties. On the third attempt, the valve would not fully recapture. The valve and delivery catheter system (dcs) were withdrawn from the patient. A new valve and new dcs were used for implant. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique. The cause could not be determined with the limited information available. Positioning difficulties do not typically indicate a device manufacturing issue. The device was returned to medtronic for analysis. The capsule could not be fully retracted due to the damage on the capsule. Several voids were observed over the nitinol reinforcing frame along the length of the capsule. Voids, which indicate delamination between the capsule outer polymer and the nitinol frame, typically occur when the capsule is subjected to a bending force. A void may occur over if a valve has been misloaded; however, voids may also occur due to tracking/positioning in the patient anatomy. In the absence of procedural images, the source of these voids cannot be determined. The capsule reinforcement frame was separated but held together by the polymer at the proximal end of the capsule. There was damage noted on the threading of the screw gear. This screw gear thread damage is consistent with increased forces in the system. High forces on the handle may cause the threading of the screw gear to become worn and damaged; as the handle is turned. Capsule separation typically occurs due to excessive compressive forces applied during the valve loading process. This excessive compressive force is only experienced when the valve is loaded incorrectly. Due to the absence of fluoroscopic load check cines, this cannot be independently verified. The compressive force on the system, which can cause a capsule to break, is a cumulative effect that may also be increased by tracking through tortuous patient anatomy. If information is provided in the future, a supplemental report will be issued.